Manufacturer narrative:
The na electrode lot number is eqm with an expiration date of 27-jul-2026. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode results for 1 patient sample on a cobas pro ise analytical unit. The initial na result was 157.0 mmol/l, and the repeated result was 142 mmol/l. The sample was repeated because the results didn't match the patient's clinical history. The repeated results were obtained on another module and were believed to be correct.

Manufacturer narrative:
The alarm trace showed multiple "sample probe: abnormal aspiration errors." The field service representative found a clot in the sipper, which caused air and noise alarms. He cleared the clot and performed primes. He performed checks and tests with successful results. The investigation determined that the service actions resolved the issue.